Manufacturer narrative:
Concomitant medical products: 6935m55 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient began to experience diaphragmatic stimulation and/or phrenic nerve stimulation the day following left ventricular (lv) lead implant. The patient presented the following morning and testing revealed non-capture due to lead dislodgement. The lead was programmed off and was explanted and replaced the next day. No further patient complications have been reported as a result of this event.